Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (date not reported, but patient was still in hospital). The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without device evaluation, a cause for the clip capturing the nerve could not be determined. Contributing factors to the reported event are likely due to the user technique, operational context or manufacturing. To assure that all products perform according to specifications, they are subject to inspection during manufacturing. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number is unknown and the device was not returned. In addition, a quality control audit inspection is performed to verify product quality. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating that the results from the neurologist exam was not provided. Although the patient had been discharged from the hospital on an unspecified date, it was unknown if the patient pain had been resolved.

Event description:
It was reported that post deployment of the starclose se clip in an unspecified vessel after an unspecified procedure, the patient has been experiencing intermittent pain in his leg. It is thought that the clip may have captured the nerve and causing the reported event. At this point in time, a neurologist is evaluating the patient and the patient remains hospitalized. There was no reported treatment. Reportedly, the physician is very proficient in the use of the device. Though requested, no additional information has been provided.